Event description:
Customer reported that a patient's sample (that contained anti-c) and a 1:30 dilution of confidence antibody both failed to react with 0.8% selectogen lot 8s678, however repeat testing by the customer indicated that the false negative results were due to user error. The customer repeated the testing using the same patient sample and reagent red blood cells and results were satisfactory. The customer prepared a new dilution of confidence antibody and tested with the same reagent red blood cells and results were satisfactory. Customer states that the original false negative results were due to user error.